Manufacturer narrative:
B4: 13-may-2021. D8: no. G1: mr. (B)(6). G2: company representative. G3: 13-may-2021. G6: follow-up # 1. H2: additional information, device evaluation. H3: yes. H6: health effect - clinical: 2377, 1930. Health effect - impact: 4627. Medical device problem code: 2682. Type of investigation: 10, 3331. Investigation findings: 213. Investigation conclusions: 4315. H10: it was reported that the patient presented with pain. The radiograph images show disc replacements at c4/c5 and c6/c7 levels with a fusion at the c5/c6 level. There was evidence of fluid collection anteriorly in the front superior corner of c7; however, no evidence of any involvement of the spinal cord. Overall, the quality of the MRI images provided were difficult to interpret. The implant was partially intact as-received. Specimens were taken for microbiological culture and histopathologic analysis where the lab cultures of the infection came back positive for p. Acnes.the device remained grossly intact and did not appear to have failed at the time of removal. The provided information indicated that the device was removed due to osteolysis and suspected infection, which was confirmed and likely contributed to the observed osteolysis.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that an m6-c was removed due to pain.